Manufacturer narrative:
The compressor was investigated on site and main fuse was replaced in order to solve the reported issue. The main fuse is required to be inspected during the 5000 hour preventive maintenance according to the service manual. No information when the last preventive maintenance have been performed on the unit is available. A failure in the compressed air supply could lead to an insufficient air pressure being delivered to the ventilator. Depending on the set o2-concentration this may cause a higher than set o2-concentration being delivered to the patient circuit. If no o2 is available this may lead to stop of ventilation. Alarms will be triggered and the operational checks will fail if this error occurs. The conclusion in this matter is that the reported issue was caused by a faulty main fuse.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).